Event description:
"End user had someone pushing them at the amusment park and the rear back canes started coming lose but the cotinued to push it and it caused the hardware to be damaged and it can't be tightened."